Event description:
It was reported to boston scientific corporation in 2008 that with a endostat footswitch connected to a generator. According to the complainant, "the connection that sits on the cassey is broken inside". There was no pt involvement.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.